Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a temperature alarm occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Per a good faith effort response received, a field service engineer went onsite and cleaned the filter to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.